Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low sensing and increased capture threshold was observed on the right ventricular (rv) lead. The issue was resolved by repositioned the rv lead. The patient experienced no adverse health consequences.